Event description:
Caller reported a cartridge alarm 20 occurred. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating it remained within normal range. As a resolution, technical support arranged for a replacement pump for the customer.